Event description:
It was reported the patient presented with an epidural hematoma 7 days post surgery. The hematoma was evacuated and a drain was put in. The patient was given IV steroids and oral medication. The patient is pending an appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to this relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.